Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12493. Patient had 2 drg leads implanted; one on the right side of the t10 vertebral level and one on the left. It is unknown which lead was placed on the right and left side, therefore both leads are being reported. It was reported when the patient was without stimulation. When the patient attempted to increase stimulation, the system would auto-reduce. Diagnostics indicated high impedance readings. Surgical intervention was undertaken and the lead implanted on the right side of the t10 vertebral level was found to be visibly split. That lead was explanted and a replacement lead placed at the t11 vertebral level. Postoperatively, the patient is reportedly receiving effective therapy.